Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a friend/family member regarding a patient who was implanted with a neurostimulator (ins) for lumbar radiculopathy and spinal pain. Information was reported that while caller was reporting one patient¿s device issues it was mentioned that the patient¿s sister also needed her implant to be reprogrammed. Patient services (ps) asked if the caller¿s sister¿s device needed to be reprogrammed for therapy optimization, and the caller stated it wasn¿t working like it was supposed too. No further complications were reported. No patient symptoms were reported.